Manufacturer narrative:
(B)(4).

Event description:
The patient¿s health care provider (hcp) reported that the patient had the implantable neurostimulator (ins) replaced with a different manufacturer¿s ins. At that time the lead was left alone. It was further stated that the lead and extension were connected to the different manufacturer¿s adapter and ins when implanted. It was confirmed that around the electrode in the lead furthest away from the inside of the brain, the coating had peeled. The clothing/covering at the connection between the lead and adapter tore and came off, and blood seepage was observed and blood soaked in the connection. It was noted the boots in the connection between the lead and adapter were covered and tied with thread. Upon measuring the resistance value, the connection with electrode # 0 showed a disconnection/fracture value. Further stated that # 0 electrode conductor was corroded and fractured. A deep brain stimulation (dbs) lead defect occurred. The covering around #3 electrode without wires came off. The company representative (rep) believed the lead coating from the tip on the side of the connection between the lead and adapter were deteriorated by the physician¿s fingers. The hcp wanted to know why deterioration was observed even though it was an area that covered the extensions¿ connection region. The hcp also wanted to know the lead¿s service life. The hcp wanted to confirm the cause of this event. The lead currently remains in the patient. The indication for use included holmes tremor after cerebral hemorrhage. Additional information has been requested to find out if the lead will be replaced, if there was any adverse event, and the outcome; but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The hcp further reported that corrosion was observed from the tip of the adapter connection region to close to the 3rd contact, near electrode #0 in the coated region of the lead. In the image, it looked like the color of the first tip of the adapter connection region near electrode #3 had changed (discolored), but the physician saw it and said that it was near electrode 0. The insulator peeled away around electrode 3, but not the area with wire. The patient was continuing to use the lead.